Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section b5, describe event or problem, of the initial medwatch report stated: a third party service provider contacted ventec to report that their device was unable to maintain peep (positive end expiratory pressure) readings and ventilation did not seem to be working. There was no patient involvement associated with the reported event. Section b5, describe event or problem, of the initial medwatch report should have stated: a third party service provider contacted ventec to report that the device they were evaluating was unable to maintain fio2 (fraction of inspired oxygen) levels. There were no reports of patient involvement associated with the reported event. New information for supplemental medwatch report 001 -- h6: the device was evaluated by ventec where the reported issue of it being unable to maintain fio2 levels could not be confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
A third party service provider contacted ventec to report that the device they were evaluating was unable to maintain fio2 (fraction of inspired oxygen) levels. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that their device was unable to maintain peep (positive end expiratory pressure) readings and ventilation did not seem to be working. There was no patient involvement associated with the reported event.